Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed. A non-medtronic service provider could not duplicate the reported condition and the root cause was not determined.

Event description:
It was reported that during use on a homecare patient the ventilator generated an alarm. The patient had cardiopulmonary arrest, was manually ventilated, was hospitalized and has recovered.